Event description:
Brakes activated, but bed rolled under moderate pressure. Sent to biomed for repair. The manufacturer has sent new "trolley" frames. The service rep unbolts the old base frame, and then bolts on the new base frame.